Event description:
It was reported that with pacemakers the rf (radio frequency) head would not establish telemetry. Wireless icds (implantable cardiovert defibrillator) took along time to wake up the device and would maybe get 1 bar. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the rf (radio frequency) head would not establish telemetry and failed uplink tests. The rf head cable was found damaged; the cable shows internal twists. The rf head label is missing the label backing.